Event description:
It was reported on (B)(6) 2025, that when the technologists arrived at the work site, it was found that the aws lead glass shield on a 3dimensions mammography system 3d was cracked. The dealer has replaced the aws lead glass shield. No patient or user injury was reported. No further information is available.